Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced calibration not accepted and change sensor alarm. The customer's blood glucose value was 252 mg/dl. The customer stated that the sensor was not working. The customer stated that her blood glucose showed less than 40 mg/dl into the room. The customer also had blood glucose of 274 mg/dl. The customer stated that they had 2 calibration not accepted alerts before the change sensor. The product was returned for analysis.